Event description:
It was reported that a spectrum pump had failed downstream occlusion test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'failed downstream occlusion test' was not reproduced during downstream occlusion test. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor scale requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.